Event description:
International customer reported that, it was observed inadequate drainage approximately one day following an amputation of a gangrenous limb. The surgeon reportedly took no initial action. After a few days, fluid collection was observed in the wound area and a blood clot was found in the area of the drain adapter. The surgical site was cleansed to remove exudates and the pt returned to surgery for a skin graft. There is no further info available relating to the pt.

Manufacturer narrative:
Conclusion: customer reports a blood clot occluding the device. In addition no action was initially taken when low drainage was initially noted. The product insert warns the user that an effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: 47694isp mfg: 04/11/2008, exp: 05/31/2013. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.